Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor handle release button broke off at the same time as the impactors broke; one split apart and the other lost a plastic part. Nothing that influenced the patient. The reason for surgical delay was to register the problem, search for missing parts and replace with new instrument into the surgical field in operating room. Surgery time extended with 5 min.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.